Manufacturer narrative:
As reported, the doctor noted that when the filter of a 7mm angioguard rx embolic capture guidewire was implanted, the delivery system was "rupturing". It was necessary to remove and replace it with another filter. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, added event details were not provided. The non-sterile rx/7mm basket diameter/180cm device was received in a clear plastic bag containing the delivery sheath and the ecgw system inserted within it; the remaining components were not returned. Both the delivery sheath and the ecgw system showed severe kinking along their entire lengths, and the proximal section of the sheath was separated. Despite these damages, the filter basket remained properly docked and the delivery sheath peeled as expected, with no other notable findings. The device was cleaned in an ultrasonic bath to remove dried blood and saline residue, enabling withdrawal of the ecgw system without difficulty. No damage was seen on the filter basket. Magnified inspection of the separation site revealed elongated edges with transferred material, consistent with plastic deformation due to tensile overload beyond the material¿s yield strength. Final visual inspection of the filter basket confirmed the absence of damage or anomalies. The reported "deployment (delivery) sheath ¿ separated" was confirmed during the product evaluation. While the exact cause of the event cannot be found, handling factors such as the use of excessive force during the peeling process may have contributed to the separation. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Separate the deployment sheath hub from the guidewire by grasping the guidewire proximally in one hand and pulling the hub away from the wire with the thumb and index finger of the other hand. While maintaining the guidewire position, use the hub to peel the deployment sheath up to the hemovalve. Referring to figure 3, place one hand over the hemovalve and grasp it with the ring and little fingers. Open the hemovalve. Maintain guidewire position by holding the guidewire between the thumb and index finger of the same hand. With the other hand, peel the deployment sheath from the guidewire by pulling on the hub parallel to the axis of the guidewire. Complete the peeling step by pulling on the black deployment sheath. Peeling is complete within a few centimeters of the black to yellow sheath color change. Remove the remaining un-slit sheath using a standard over-the-wire technique.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the doctor noted that when the filter of a 7mm angioguard rx embolic capture guidewire was implanted, the delivery system was "rupturing". It was necessary to remove and replace with another filter. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.